Manufacturer narrative:
(B)(4). PMA#: pre-amendment. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a metacarpal fracture plating procedure, the surgeon was attempting to pass the k-wire through the clamp with a wire driver and was met with resistance when hitting bone. The surgeon then applied increased pressure, and the kwire passed through the bone and exited the opposite cortex. However, when the surgeon attempted to pull the wire back through the bone, the k-wire snapped. The wire driver was utilized to back the k-wire out of the bone and remove it. The removed wire was reportedly corkscrew shaped. The procedure was completed with no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.